Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy in the intensive care unit. This device and sn (B)(6) were infusing on the same patient. Clinician is unsure which device was infusing saline and which was infusing magnesium. Both were set for 25 ml/hr, vtbi of 50ml. The magnesium bag was empty at 1.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.